Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. The reported patient effect of intimal dissection is listed in the everolimus eluting coronary stent system (eecss), xience v, exp ind, ce international instructions for use as known patient effect. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified proximal right coronary artery that was 90% stenosed. A 4.0x15mm xience v stent was implanted when a distal edge dissection was noted. A 4.0x12mm xience v stent was used to successfully cover the dissection and complete the procedure. The patient is alright. There was no adverse patient sequela reported. No additional information was provided.